Event description:
Reporter stated that customer received the following results on 2 different meters within 3 minutes: 27.9 mmol/l and 23.1 mmol/l (mobile system 1) and 11.9 mmol/l (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. (B)(4).